Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a heavy calcified occlusion in the sfa, after approximately two minutes and twenty six seconds of activation, the distal tip of the recanalization catheter allegedly detached and remained embedded in the lesion. It was further reported that the health care provider determined not to retrieve the tip since the detached tip would not cause any health hazard to the patient. Therefore, the catheter was removed without incident; the procedure was halted and a bypass procedure was performed two days post this event. The patient was hemodynamically stable at the conclusion of the bypass procedure.

Manufacturer narrative:
The device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the sample was returned. The distal tip and distal marker were missing from the returned catheter. The outer catheter and inner guidewire lumen were stretched, likely indicating excessive force contributed to the catheter detachment. The length from the strain relief to break in the core wire was approximately 152.1 cm. The outer catheter measured 152.3 cm from strain relief to catheter detachment. No kinks noted. No other anomalies were noted on the returned catheter. Functional/performance evaluation: no functional testing could be performed due to the condition of the returned sample (i.e. Detached catheter and tip). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for a tip detachment, and a catheter detachment, as the distal end of the catheter was detached and not returned for evaluation. The definitive root cause for this event could not be identified. Due to the condition in which the sample was returned (i.e. Signs of stretching), it was possible that excessive force may have contributed to the event. It was unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser catheter s6 from the body and advance a guidewire through the lesion. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a heavy calcified occlusion in the sfa, after approximately two minutes and twenty six seconds of activation, the distal tip of the recanalization catheter allegedly detached and remained embedded in the lesion. It was further reported that the health care provider determined not to retrieve the tip since the detached tip would not cause any health hazard to the patient. Therefore, the catheter was removed without incident; the procedure was halted and a bypass procedure was performed two days post this event. The patient was hemodynamically stable at the conclusion of the bypass procedure.